Manufacturer narrative:
Reference record (B)(4). Catalog number in device identification is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 the patient experienced stoma exudate, redness, tumefaction and pain. Tt was reported that the was in the hospital. On an unknown date the patient was prescribed flucloxacillin oral tablets for eight days and topical biafine for the stoma site. On (B)(6) 2023 it was reported that the patient stoma pain and tumefaction was resolved. On (B)(6) 2023 it was reported that patient's stoma redness and exudate improved.